Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), loss of libido ("no sex drive"), irritability ("extremely irritable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("pain severe abdominal cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"). In 2012, the patient experienced dyspareunia ("dyspareunia"), alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced burning sensation ("allergic /hypersensitivity reaction: felt like being burned internally") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), motor dysfunction ("loss of function to the left leg"), blood thyroid stimulating hormone decreased ("low thyroid") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant - total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, burning sensation, dyspareunia, alopecia, urinary tract infection and weight increased had resolved and the dysmenorrhoea, fatigue, hormone level abnormal, loss of libido, irritability, migraine, headache, nausea, motor dysfunction, allergy to metals, blood thyroid stimulating hormone decreased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blood thyroid stimulating hormone decreased, burning sensation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritability, loss of libido, migraine, motor dysfunction, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), loss of libido ("no sex drive"), irritability ("extremely irritable"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("pain severe abdominal cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"). In 2012, the patient experienced dyspareunia ("dyspareunia"), alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced burning sensation ("allergic /hypersensitivity reaction: felt like being burned internally") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), motor dysfunction ("loss of function to the left leg"), blood thyroid stimulating hormone decreased ("low thyroid") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant - total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, burning sensation, dyspareunia, alopecia, urinary tract infection and weight increased had resolved and the dysmenorrhoea, fatigue, hormone level abnormal, loss of libido, irritability, migraine, headache, nausea, motor dysfunction, allergy to metals, blood thyroid stimulating hormone decreased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blood thyroid stimulating hormone decreased, burning sensation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritability, loss of libido, migraine, motor dysfunction, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: lot number, reporter information, lab data and events - allergic /hypersensitivity reaction: felt like being burned internally, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes, no sex drive, extremely irritable, infection: uti, migraines, headaches, nausea, loss of function to the left leg, nickel allergy, weight gain, low thyroid, pain severe abdominal cramping, back pain were added. Essure removal date updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.